Event description:
The pharmacy technician was preparing an epidural bag. She attached the epidural tubing to a viaflex bag. She squeezed on the bag to prime the tubing. The tubing would not prime. The technician switched out tubings and the new tubing primed correctly. The problem tubing was saved for evaluation.